Event description:
It was reported that the user experienced two cartridges coming out of the chamber and noted rising blood glucose prior to recognizing that the cartridge connector was not locking in place; the user had been orienting the connector with the flat side facing up and turning left rather than orienting the flat side to the left and turning right, and was counseled on correct technique. Symptoms included hyperglycemia. Outcomes included transient loss of drug delivery without hospitalization or medical intervention. Investigation included a user interview and troubleshooting guidance. Investigation of this case revealed user technique error leading to an unsecured cartridge connection and resultant interruption of insulin delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect connector alignment and rotation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.